Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring IV fluids and insulin administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user's ilet displayed high glucose values prior to the user being taken to the emergency room. Upon arrival, the user's blood glucose was measured at 491 mg/dl. The user reportedly had no symptoms, and the infusion set was reported as not bent with no visible damage. The user was treated with IV fluids and long-acting insulin and was instructed to remain disconnected from the ilet for 24 hours due to administration of long-acting insulin. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 491 mg/dl, resulting in emergency room treatment. The user was treated with IV fluids and long-acting insulin and released on (B)(6) 2026. No long-term health effects were reported.